Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using the lightning aspiration tubing (lightning) and indigo system aspiration catheter 12 (cat12). During the procedure, while using the cat12 with the lightning became clogged. Subsequently, the lightning was backflushed and the indicator light on the lightning unit turned solid red. The physician occluded the tip of the lightning with his finger and intermittently removed it ; however, it was unsuccessful. It was also reported that the usb port on the lightning unit was disconnected and reconnected multiple times without success. Therefore, the cat12 and lightning were removed. The procedure was completed using an indigo system aspiration catheter 8 (cat8). It should be noted that the physician did not have another lightning to use with the cat12, and there was no noted damage to the cat12 after removal. Additionally, there was no report of an adverse effect to the patient.